Event description:
The customer reported to olympus, the bending section on the evis exera ii ultrasound gastrovideoscope had leakage. The issue was detected during reprocessing. No patient injury reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the forceps cover glue peeling noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section distal sheath was cut and leaking. The bending section cover glue was cracked. The probe unit was flabby. The customer label was corroded, and the control knob movement had low tension. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to applied external force. The event can be detected/prevented by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.